Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 40 mg/dl for an hour. The patient had no symptoms, but the mother gave her 18 ounces of apple juice based on the low cgm reading. No glucometer was available to check a comparable fingerstick bg, so the mother drove the patient to the emergency room (ER). The ER nurse checked a fingerstick bg which was 500 mg/dl, although the cgm was still displaying 40 mg/dl. The patient was treated with fast acting insulin which brought the bg down to 250 mg/dl. Unspecified blood tests were done, and the patient was sent home after 5 hours at the hospital. At the time of the report the patient was feeling normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.